Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (charger will not power on) was confirmed. The battery charger was not functional and would not charge the patient's battery packs. Upon inspection, it was found that the lcd 200 connector was open and the lcd ribbon cable was pushed out. The root cause of the damaged charger cannot be positively identified. No adverse event resulted from the intermittent battery charger. The patient received a replacement battery charger.

Event description:
The wife of a (B)(6) male patient contacted zoll lifecor customer support service to report the patient's charger is not powering on. The patient was provided with a replacement battery charger.